Event description:
Customer's nurse stated that the patient was hospitalized for high blood glucose levels and diabetic ketoacidosis. Blood glucose levels were 526 mg/dl at the time of admission and patient was experiencing sickness and vomiting. Customer was treated by being given an insulin drip and fluids. Customer stated that he didn't have pain at the insertion site, but did have scar tissue. Blood glucose levels were 243 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.